Event description:
Sigma pump programmed to infuse 3ml/hr over 15 hrs. Pump indicated that 44 ml had been infused in 15 hrs, although 80-100 ml seems to have been delivered to the patient.======================manufacturer response for infusion pump, sigma spectrum IV pumps (per site reporter).======================they are looking at the patient tubing. The dept manager has stated they think it may be a user error. Baxter rep met with us and will be working with the dept on their technique.